Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of tip detached. Imdrf impact code f2301 captures the additional device used to remove the detached tip from the patient.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophagus to treat a malignant stricture during an esophagogastroduodenoscopy (egd) with esophageal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, the tip of the delivery system detached. The detached tip was removed from the patient and the procedure was completed using another wallflex esophageal stent. There were no patient complications as a result of this event.